Manufacturer narrative:
(B)(4). Date sent: 7/22/2026. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: product code is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code? On what date did the explant take place? Lot #? Was mesh used at time of implant? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Were there any intra-operative complications during implant? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient went in for an upper gi procedure in late on (B)(6) 2025. After the procedure patient was told they had a hiatal hernia about 8 cm and that they should think about having it repaired. Patient was referred to a surgeon out of hospital. The surgeon was told patient needed the repair and that they would be a great candidate for the linx device because they had acid reflux. Procedure was done on (B)(6) 2025. After the procedure patient could not eat and was told it as normal. Patient could eat hardly anything and was told to keep eating. Within 10 days or so patient still could not eat and was sent in for an egd. No success after this and was told to keep eating a liquid diet. There was no improvement. At some point it was decided that patient required a revision surgery because the hernia repair was to tight. After this surgery no difference was noted and was told to keep eating. Patient kept trying and ended up in the ER and back on the operating table to get pumped out because what they ate was caught in my esophagus. Many more egds was performed with no change. It was told that the linx was not the problem and patient's body was producing this concrete scar tissue. It was then decided that patient have a stent put in my esophagus. No success was observed and extreme pain for two weeks. It was removed and patient was sent to an allergist to see if they was allergic to the metal. They are not allergic to metal. Patient was told it was not the linx and this concrete scar tissue as the problem. Patient was referred to another hospital. Patient never had the motility test required to use this device. Patient had the linx removed. After the linx was removed within a week they could eat. There was never any concrete scar tissue. Patient have regained most of their weight now but their muscle mass is down because they lost so much weight so fast.